Event description:
It was reported that while the nurse was positioning the cart and monitor, the monitor dislodged from the flat-panel mounting arm and fell onto the nurse.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.